Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that upon waking up, the patient noticed that the infusion set had detached from the tubing at the connector while sleeping. At the time of this report, the patient was changing the set. The site location was patient's left abdomen. The infusion had been in use for two days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.